Manufacturer narrative:
(B)(4). A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts from the middle to the proximal end of the stent were misaligned and stretched over the proximal markerband. The outer diameter (od) of the stent damage was measured using a snap gauge. There were kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent would not cross the lesion. The 88% stenosed target lesion being treated was located in the severely tortuous and severely calcified proximal circumflex (cx). The lesion was predilated with a 2.0x15mm maverick balloon. The stent was unable to cross the lesion. The lesion was re-ballooned. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned device revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.